Manufacturer narrative:
This report contains additional information in section a1 patient identifier.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for the patient's non-sustained ventricular tachycardia (nsvt). The rhythm was irregular, and it became difficult for the device to calculate the correct speed of the atp. Technical services (ts) suggested reprogramming options. At this time, no adverse patient effects have been reported. This product remains in-service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for the patient's non-sustained ventricular tachycardia (nsvt). The rhythm was irregular, and it became difficult for the device to calculate the correct speed of the atp. Technical services (ts) suggested reprogramming options. At this time, no adverse patient effects have been reported. This product remains in-service.